Event description:
Customer stated she was at her camp started to hear a whinning sound from her unit. She then stated that the unit started to free wheel down a slight incline. She steered the unit into second unit which was stationary. The sudden stop caused her to fall off the unit. She hit her chest on the handle bar and banged up her legs. She came to rest between the seat and the handle bar on the floor pan. They called 911 to help get her out of the unit. Customer stated she went to the doctors and only had bruises to her legs and chest.